Event description:
It was reported that the patient experienced palpitations and shortness of breath. The implantable pulse generator (ipg) exhibited a full power on reset (por). The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.